Event description:
Providers could not get the stent to deploy in the superficial femoral artery. When they removed the device, the provider looked at it and attempted to deploy the stent, again, without success.